Manufacturer narrative:
Evaluation summary: the part of the drill bit that attaches to the driver was returned for evaluation. The dimensions that were measured on the returned part were conforming to the specifications. Sem examination of the fracture surface indicated that the fracture occurred due to overloading. Eds analysis showed elemental peaks in the spectrum typical of 455 sst. It is unk if a drill guide was used when drilling the screw hole. The pt's bone quality is also unk. A drill bit fracture can be caused by one or more of the following: excessive force applied during usage; continued operation of the drill after it was stuck against hard material; rapid reversal of direction of rotation when the device is stuck; excessive bending; device wear due to usage with time; low/speed/ high torque of operation; based on the information provided, a definitive cause for the fracture cannot be determined with certainty. Device history records indicate all components were manufactured and inspected to specification. Scanning electron microscopy (sem) analysis / energy dispersive spectroscopy (eds) analysis was performed. No manufacturing abnormalities could be detected by either method.

Event description:
It is reported that the surgeon was drilling to place the screw into the acetabular shell when the drill bit broke. The drill bit was removed along with the broken piece, and another drill bit was used.